Event description:
It was observed during central processing that the pk dissecting forceps instrument had a broken cable after the instrument was used. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's reported complaint. For clarification, the alleged issue was a broken conductor wire. One of the conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. The electrical continuity test failed. The yaw pulley showed no signs of arcing. There was no cable damages observed on the grip assembly. Additional observation not reported by site was that the yaw pulley was broken. The yaw pulley was missing at an uneven piece opposite of the conductor break. Failure analysis concluded that the broken damage may be due to mishandling/misuse. No other damages were found on the instrument.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (failure analysis evaluation) or if additional information is received. This complaint is being reported due to the alleged broken cable on the pk dissecting forceps instrument. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.